Event description:
It was reported that the user received an ¿alert 38 ¿ unable to proceed, restart ilet, delivery stopped¿ during the fill tubing process, consistent with a motor stall that was not resolved after priming and rewinding; the user did not observe drops during fill and initially noted no issues with the existing supplies. Symptoms included no blood glucose impact. Outcomes included successful restoration of insulin delivery after performing a dry run and changing all supplies, with continued monitoring. Investigation included customer service troubleshooting and education, a dry run, and a supply change using new cartridge, connector, and infusion set lots. Investigation of this case revealed a consecutive motor stall during insulin handling that resolved with replacement supplies and successful priming. It was concluded that the event was related to a motor stall during setup, which was mitigated by supply replacement and proper priming, with no clinical harm.